Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The reported issue regarding the device shutting off was not duplicated during evaluation. Log data consistent with the reported event showed the device operating on battery power only before experiencing multiple resets approximately eight minutes into use. The logs recorded repeated power-off/reset events within a short time period; however, no associated fault codes or errors were identified to explain the resets. Device and accessory testing, as well as internal inspection, did not reproduce the reported issue, and the device met specifications. Based on the reset activity observed in the logs, the monitor board was replaced as a precaution. The root cause of the reported resets could not be determined. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.